Manufacturer narrative:
The reported event of inadequate capture was not confirmed. The connector portion of a partial lead was returned in one piece for analysis. Electrical testing, visual inspection and x-ray examination of the lead were normal with no anomalies found.

Event description:
Related manufacturer reference numbers: 2017865-2024-61582 it was reported that the patient presented in clinic for left ventricular (lv) lead replacement procedure. It was noted that the lv lead exhibited increased capture threshold. Chest x-ray was utilized and revealed right atrial (ra) lead dislodgement. A left subclavian venography was performed and found a thrombosed vein. The lv lead was explanted, and the ra lead was explanted and replaced. Patient condition was stable throughout.